Event description:
On 12/29/2021, it was reported by a arthrex employee via e-mail that a ar-4501 meniscal clinch anchors moved out of place. This occurred during a meniscus suture when the second anchor appeared to be stuck after placement of the first anchor, the surgeon attempted once again to push the tip and the anchor was successfully placed. When pulling the sutures to tighten them both of the anchors moved out of place. The case was completed using a new product, and there was no patient effect reported. Additional information requested. Additional information provided on 01/03/2022 : there were no fragments left in the patient. Additional information received 1/14/2022: surgeon was able to complete the procedure using another ar-4501 meniscal cinch ii from lot number f155053.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.